Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Per the report, the md had instructed the end user to leave dressing in place for a week and not disturb dressing except to change the secondary outer dressing when saturated. Wound measured 11.5cm x 12cm x 0.5cm, however md debrided the wound and the unsure if debrided prior to or after measurement of the wound. Md discontinued the use of aquacel dressing and applied hydrofera blue dressing. Reports wound is of unk etiology. All venous and arterial studies negative for disease. Md has tissue biopsy pending results. A final quality eval was conducted on 08/12/2014 as part of the mfg process; quality checks are regularly performed and documented. Batch records have been review by the quality assurance technicians. A review of the complaint listing for the previous 12 months for the product codes indicates that this was the second case registered for this complaint issue. No events or corrective/preventive actions relating to the complaint issue were found in the global non-conformance reporting system for the previous 12 months of case creation. Future complaints will be monitored for trends. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow-up report will be submitted. Reported to the FDA on august 28, 2014. (B)(4). The actual date of event is unk, so the date used was the date convatec become aware.

Event description:
It was reported the end user exhibited a wound that measured 11.5cm x 12 cm x 0.2 cm and was pink granulation tissue. Clinician cleansed wound with sterile normal saline, patted dry and applied aquacel extra to wound bed. The wound was covered using exu dry dressing and rolled gauze then surgical netting dressing. Dressing placed in wound around (B)(6) and was left in place for 1 week. At the end of 7 days the dressing was removed and the wound bed was a deep red hue.